Manufacturer narrative:
After closing the investigation for the previous MDR report, a photo was provided showing the affected battery. It was originally assumed that the affected battery had been in use for more than three years. It has now been determined that the battery in question was still within the replacement interval. Nevertheless, the logfile indicates that the involved battery had a reduced capacity and was used up. The batteries have been installed for 2 years and 5 month in the device. This is less than the expected service life. In normal device operation, the capacity of the batteries is permanently shown to the user at the top right of the display. As long as the device is permanently connected to the mains supply, the capacity should be kept at 100%. After a power interruption, this is displayed to the user and the device continues to operate in battery mode. The capacity display decreases continuously until the device is supplied with mains voltage again. In addition, a warning message is generated in case the capacity falls below the 20% and 10% limits. Manual ventilation remains possible at all times in man/spont mode and when the device is switched off. For this particular case it was not possible to retrace the exact discharge time of the batteries. The rechargeable batteries are subject to an ageing process and are replaced regularly as part of product maintenance (every 3 years). The charge status of the batteries is always shown on the display and should be monitored by the user. The number of similar cases is within the expected range of the product risk analysis and is therefore accepted. The failure rate in the field is subject to constant monitoring by the responsible product quality board and is classified as acceptable.

Event description:
It was reported that the device turned off during use in a surgical procedure, the device only sounded an alarm when the screen was already dark. No injury was reported.

Manufacturer narrative:
For the investigation the logfile was analysed. It was found that on the date of event, during the fourth case for this day, the device operated for about 30 minutes before a battery low alarm was issued. The device immediately performed a warmstart accompanied by the corresponding alarms and switched off one minute later, alarming with ventilator failure. Manual ventilation remains possible for this case. The logfile indicates that the involved battery had a reduced capacity and were used up. The rechargeable batteries are subject to an ageing process and are replaced regularly as part of product maintenance (every 3 years). The charge status of the batteries is always shown on the display and should be monitored by the user. With a new set of batteries, the discharge rate under load is approx. 4% and 5% in 10 minutes. If the battery is fully charged, operation can be continued with the current settings for at least 30 minutes (up to 90 minutes, depending on the ventilation parameters). For this particular case it was confirmed that the battery was not replaced in (B)(6) 2024 at the regular service intervall of 3 years according to the IFU. However, the affected batteries were scrapped on site and were thus not available for the investigation. Nevertheless, it was concluded that the problem was caused by a used-up battery. The number of similar cases is within the expected range of the product risk analysis and is therefore accepted. The failure rate in the field is subject to constant monitoring by the responsible product quality board and is classified as acceptable.

Event description:
It was reported that the device turned off during use in a surgical procedure, the device only sounded an alarm when the screen was already dark. No injury was reported.